Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of metal particles remained, and edema; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery while using ophthalmic cannula and knives, metal particles were observed at the main wound and it was retained. There was swelling in the wounds. The particles were not able to see in post operation due to edema. The patient was advised for a day magnetic resonance due to the material seems metallic. There was no intervention and hospitalization following the event. This file represents the knife involved in the event.